Event description:
Meter was reading lower than usual. Upon troubleshooting, it was discovered the meter was reading in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl with assistance, and no product will be returned at this time.